Event description:
While harvesting an allograft from the patient for an acl reconstruction, the saw blade broke into 3 pieces. The part of the blade that fits into the saw is the part that broke into 2 pieces with both pieces separating from the cutting blade. All pieces appear to have been retrieved without incident.